Event description:
Rotator cuff pack had a hole in the pack. I had both my tables open and didn't know what I had and had not touched when I discovered it so I immediately stopped and broke everything down. I had the case repulled and we started over with everything brand new.